Manufacturer narrative:
A steris service technician arrived at the facility, inspected the washer and observed that water was present in the washer chamber, approximately two inches below the high water level sensor. The technician inspected the unit and its surrounding location and found the facility's floor drain was closed. The closed floor drain did not allow the unit to drain after the pre wash cycle therefore causing extra water to be present in the chamber for the wash cycle. The high water level activated the safety level switch alarm and caused the water to leak from the unit. The technician opened the drain, ran a test cycle and confirmed the unit was operating to specification. The user facility could not provide an explanation as to why the drain was in the closed position and mentioned that the unit was working the previous day. This unit is under a steris service contract and last received preventative maintenance on (B)(6) 2014 at which time the unit was confirmed to be operating to specification.

Event description:
The user facility reported that the safety level switch alarm had activated on their reliance genefore washer during a test cycle. After the alarm was activated, the facility observed water leaking onto the floor. No injuries or procedural delays/cancellations were reported.